Manufacturer narrative:
MDR (B)(4)/ initial 1 of 2 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced hyperglycemia and was treated with correction injection via multiple daily injections on (B)(6) 2026. The patient also reported that the patient infusion set had been in use for more than 48 hours.